Manufacturer narrative:
Result: scale malfunctioned because it was out of calibration.

Event description:
It was reported by service report that the scale was reading -(B)(6), and a bed exit could not be set. It is unk if there was pt involvement or adverse consequences to report.